Event description:
It was reported that a patient was complaining of discomfort in their neck, one week after an ear, nose and throat procedure. The surgeon reopened the neck region and removed the absorbable hemostat.